Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the battery test. Since the event occurred during pm, there was no patient involved, and no adverse event was reported.

Manufacturer narrative:
The getinge stm replaced the batteries then completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the battery test. Since the event occurred during pm, there was no patient involved, and no adverse event was reported.